Manufacturer narrative:
Product complaint # (B)(4), b3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that sales rep put these instruments together to test before using and could not take apart.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : it was reported that sales rep put these instruments together to test before using and could not take apart. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the 36mm pinn esc cons ring insrtr was found with signs and marks of normal usage like minor nicks and light scratches around the insertion hole. A functional test was performed, and it was difficult to assemble it with the pinn esc cons ring handle and also it was difficult to disassemble both devices. However this condition may be due to the damage found on the handle. No other issues were observed. Potential cause can be attributed to unintended use error, this type of damage is likely due to repeated assembly without proper care and scraping against with the mating device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 36mm pinn esc cons ring insrtr would contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.